Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2019 as no event date was reported. The complainant was unable to provide the lot number. Therefore, the manufacture and expiration dates are unknown. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a nottingham ureteral dilatation catheter was used during a procedure performed on an unknown date. According to the complainant, it was found that both of the dilators were already broken upon opening the box. Boston scientific has been unable to obtain additional information regarding the event to date, despite good faith efforts.